Event description:
It was reported during a routine check performed by customer the cardiosave intra-aortic balloon pump (iabp) not powering on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and battery packs have charge but are not charging in the cart. It was discovered the fiber optic cover on the upper panel was broken. The screw, washer & spring holding the cover fell onto the power management pcb causing an electrical short. Iabp powered on once power management pcb was replaced. It was then discovered that the thermal printer and printer interface pcba were also damaged. Both were replaced. New upper panel was also installed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for customer use. The failure analysis and testing dept. (Fat) received the following parts associated with this complaint: part number 0670-00-1162 rev. E, serial number (B)(6) . Part number 0997-00-0644. Part number 0161-00-0024-04 rev. C, serial number (B)(6). Part number 0670-00-1168 rev. A, serial number (B)(6) . The fat performed a visual inspection and found: pn 0670-00-1162 had damage to the board. White residue observed. Pn 0997-00-0644 has a missing fiber optic door. Pn 0161-00-0024-04 has damage to the board. White residue observed. Pn 0670-00-1168 has some slight damage near the connector. White residue observed. These parts were received with a reported failure of electrical shorts on the boards. The parts observed have white residue which is consistent with saline. Due to the risk associated to the cardiosave test fixture, fat cannot install and test these parts. Fat was able to verify the issue reported. Retaining the parts in the failure analysis and testing department per procedure.